Event description:
It was reported by a customer that on (B)(6) 2011 the fiber was bent in the middle and there was a red light coming from the middle of the fiber at 0 joules. Additional info reported by the customer was the problem with the fiber was not noticed before use. The problem occurred during the procedure. No pt injury was reported.